Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right ventricular defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. Technical services discussed troubleshooting options. The health care professional would follow up with the patient. The lead remains in service. No adverse patient effects were reported.